Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-20120-09750. The pt was implanted with two percutaneous leads (from different lots). It was reported the pt present to the physician with excruciating lumbar pain. X-rays indicated the leads had migrated. The pt underwent surgical intervention to explant the entire scs system. No further pt complications were reported.